Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information:h4. The device was returned to olympus for inspection, and the reported failure of not displaying any pictures on the monitor, when the cable is moved was confirmed. Based on the results of the investigation, it was determined that the cause of the event was due to the deformation of the electrical connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that bronchovideoscope is not displaying any pictures on the monitor, and when the cable is moved, the picture will move in and out. There is no report of patient harm associated with this event.